Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, loosening of the acetabular cup was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.(B)(4)

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6), 2009. Subsequently, it was noted on (B)(6), 2010 that the patient experienced a loosening of the acetabular cup. These findings were found due to follow up monitoring. Patient further reported pain, swelling, and subluxation. The patient underwent a revision procedure on (B)(6) 2012 where the cup was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. Subsequently, it was noted on (B)(6) 2010 that the patient experienced a loosening of the acetabular cup. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. The patient underwent a revision procedure on (B)(6) 2012 where the cup was removed and replaced.